Manufacturer narrative:
It is unknown which of these devices were involved in the event: battery, catalog # 1650de, serial #(B)(4); battery, catalog #a00036, serial #(B)(4); battery, catalog #a00036, serial #(B)(4); battery, catalog #1650de, serial #(B)(4); battery, catalog#a00036, serial #(B)(4); battery, catalog#1650de, serial #(B)(4). Five batteries were returned for evaluation ((B)(4)). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed; log file analysis did not reveal critical battery alarms during the analyzed period. Log file analysis did reveal premature power switching events. Analysis of the devices revealed that the devices met specifications; the batteries passed visual examination and functional testing. Based on log file analysis, the reported event could not be confirmed; critical battery alarms were not observed during log analysis. Log analysis did reveal premature power switching events; the most likely cause of the premature power switching event is a combination of a communication error between the controller and batteries and a recall battery with the potential to fail due to a faulty internal cell pair. Heartware has opened an internal investigation to evaluate these types of issues. Battery (B)(4) was not tested as this battery fell under a previous recall, and as such, should not have been in use during the time of the reported event. Results of an internal investigation and field actions determined this battery to have the potential to fail due to faulty lishen cells within the battery pack. (B)(4). Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01411 and 3007042319-2015-01412) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01411 and 3007042319-2015-01412) submitted for devices related to the same event.

Event description:
Information was received from (B)(6) that there were several critical battery alarms. The batteries and controller were exchanged with no effect on the patient. The ventricular assist device (vad) coordinator sent log files reporting constant battery switching. Preliminary manufacturer's log review found normal power consumption with no alarms logged in for the 14 days up to and including the reported event date. This is report 2 of 2.